Event description:
It was reported that the pump exhibited a plunger sensor failure. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was missing the rubber feet. A review of the event history log (ehl) identified check clutch plunger sensor. During the functional testing the reported issue was able to be duplicated. There was fluid ingression was found inside plunger assembly. The root cause of the issue was caused by fluid ingression into the plunger head because of customer's improper use of the pump. Replaced the whole plunger assembly, plunger tube and plunger cable. Performed preventative maintenance and all functional testing.